Event description:
A patient experienced a transfusion reaction. An antibody screen on abs 2000 was negative. The patient was transfused with a unit of fya+ blood and a unit of fya-blood. Red blood cell units were transfused based on the negative screening results. A post transfusion sample was dat positive.

Manufacturer narrative:
The retention products performed as expected. Service was perfromed on 5/4/06 and the instrument was operating within specifications. A preventive maintenance was performed.no repeat testing was performed on the abs2000 with either the pre-or post transfusion sample. No samples were returned for investigation.review of the raw data from testing with the original patient sample demonstrates negative interpretations, but indicates reactivity below the threshold of detection. PMA 510k number is bk960019